Event description:
The customer reported that the system had a communications failure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to reproduce the problem. The system operates as intended.